Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that they used the device that stimulates their back that can be used in a car or in the house. Caller stated it had a heating unit too. Caller stated they had noticed this device had overridden their implanted system because they had more leakage. Caller reported this had been happening for a while. No further complications were reported or anticipated.